Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed the error on the error log and customer printouts. The customer was able to finish running patients that day. Fse was unable to reproduce the error while running several sorter tests. Fse then cleaned and lubricated the sorter pickup head z-axis rails along with all of the rails in the sorter pickup head. Fse then performed several sorter tests and ran 10 sample dilutions without any errors. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were seven (7) similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: 4053 sorter-z home overrun: cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the error 4053 sorter-z home overrun error message was due to a dirty pickup head z-axis rail.

Event description:
A customer reported error 4053 sorter-z home overrun with the aia-900 instrument. The customer performed "all the troubleshooting" but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin (prl), luteinizing hormone (lhii) and parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.